Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> <<inspection of the water feeding function>> 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was an angulation malfunction on the evis lucera elite colonovideoscope. No patient harm was reported. The device was returned for evaluation and the nozzle had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were confirmed; due to damage on the up/down knob, water tightness was lost. The bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire. Additional findings other than the foreign objects in the nozzle include the following: ; the adhesive on the bending section cover had a chip and a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; switch 1,the objective lens, and the switch box had a scratch; switch 4 had wear; the universal cord had a wrinkle; the adhesive around the objective lens was peeled; the adhesive around the light guide lens had a white clouded area; the plastic distal end cover had a dent; the connecting tube had a scratch and the coating was peeling; and the image had a dark area due to a scratch on the objective lens. Additional information was received from the customer regarding reprocessing of the device. The customer cleaned, disinfected, and sterilized the device before sending back to olympus. They did not know what the foreign material was. There was no delay in the start of precleaning. Water and air was supplied to the air/water nozzle. There were no problems with the accessories used for reprocessing. The air and water supply nozzle was wiped/brushed with gauze or a brush. Detergent solution was supplied to the air/water nozzle. There were no additional concerns about reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.